Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump, and the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery while tandem technical support arranged to send a replacement pump. The customer acknowledged instructions on managing the replacement pump and returning the faulty device within 10 days using a return box and pre-paid label.